Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin,net transmission revealed the right atrial lead exhibited auto mode switch episodes which caused noise. The patient presented to the clinic on (B)(6) 2016 and the noise could be reproduced with pocket manipulation. The device was noted to be programmed to unipolar sensing and it was changed to bipolar mode; the noise could not be reproduced. The physician elected to leave the device programmed to bipolar mode. The patient would continue to be monitored.